Event description:
Additional information was received that noise resulting in oversensing was observed on the rv lead. The rv lead was capped and replaced to resolve this event.

Event description:
During an in clinic follow up, noise and increased defibrillation impedance were observed on the right ventricular (rv) lead. Rv lead conductor fracture was suspected but this was not confirmed. X- ray imaging was performed; no anomalies were noted. No intervention has been performed. The patient was stable.